Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The was found out of spec in relation to the reported symptom which reproduced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. System error 322 was confirmed and caused by loose upper latch switch bracket nylon screws. This would allow the switch to move causing the reported symptom. The failed upper axillary assembly will be replaced.

Event description:
It was reported that a spectrum pump experienced system error 322. It was also reported there was no pt injury.